Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that chest pain and in-stent restenosis occurred. In (B)(6) 2010, the subject presented with recurrent episodes of chest pain and was diagnosed with unstable angina and non q wave non st elevation myocardial infarction. Cardiac catheterization was recommended. The target lesion was a de-novo lesion extending from distal saphenous vein graft (svg) to 1st obtuse marginal (om) with 99% stenosis and was 16mm long with a reference vessel diameter of 2.5 mm. The physician treated the target lesion with pre-dilatation and placement of a 2.50 mm x 20 mm taxus liberté stent. Following post dilatation, residual stenosis was 0 %. The site has confirmed ¿svg was anastomosed to om1" and also that a 2.50 x 20 mm taxus liberté stent was deployed in distal portion of svg to 1st om. The next day, the subject was discharged on aspirin and prasugrel. In (B)(4) 2013, the subject presented with frequent chest pain which was treated with nitroglycerin. The subject was recommended for follow-up in the next 2- 4 weeks. Eight days later, the subject returned to the facility for follow-up visit and was hospitalized on the same day. At the time of the event, the subject was taking aspirin and study drug per protocol was last taken on (B)(6) 2012. No other antiplatelet medication was taken at the time of event. On the same day, the focal 90% in-stent restenosis lesion in distal portion of svg to 1st om was treated with balloon angioplasty with residual stenosis of 30%. In addition, 90% stenosis in the mid portion of svg to 1st om graft proximal to previously placed historical stent was treated with balloon angioplasty and placement of 3.0 x 18 mm non-bsc stent with residual stenosis of 0%. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel the following day.